Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose by paramedics on (B)(6) 2016. The customer stated that they over bolused to treat a high blood glucose level of 366 mg/dl which caused the extreme low blood glucose level. The customer was in a hospital due to a heart replacement on (B)(6) 2016 at 8:30 am. The customer stated that they will consult their healthcare provider about their blood glucose levels. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.